Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bolus feature on the pump touch screen was unresponsive. The customer¿s blood glucose level was 120mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.